Event description:
Assistant at the office said that the doctor performed a root canal procedure on a female patient about (B)(6) on (B)(6). As the root canal was being done, the tip of the file broke but it was retrieved and disposed of.

Manufacturer narrative:
Investigation: no batch number was provided by the customer. Complaint analysis from the last 12 months identifies one additional complaint for breaking files. That complaint was submitted from the same dentist office. Root cause: no product was returned for investigation and no batch information was provided so a full root cause analysis cannot be performed. The following may be a potential root cause of the file breaking: file is used multiple times; file not heat treated properly to required specifications; excessive force applied by the user; user chose the wrong size file.